Manufacturer narrative:
(B)(4). Batch # p9207f. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that after about 60 minutes of use, the generator issued a warning, took out, the re-installation. Open the jaw test and it issued a metal sound. The head broke on the table. The surgeon was very careful, there was no impact or cut to the hard device. Generator and hp054 can be used normally. No patient consequence.

Manufacturer narrative:
(B)(4). Batch # p9207f. Investigation summary: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. It is possible that the unexpected metal sound heard could be either: the blade making contact with metal or plastic while activated or the solid tone emitted by the generator when the blade becomes damaged. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.